Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. E1: initial reporter state: (B)(6). H6: health effect - clinical code- 4568- alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced feeling light-headed, cold, vomiting and would have had experienced ketoacidosis. The cgm was reading 11.7 mmol/l at that moment and was not changing. An ambulance arrived at 3:30 pm and when the paramedics took a finger stick test, the blood glucose reading was 33.0 mmol/l. Upon arrival at the hospital, another fingerstick was taken and the blood glucose reading had increased to 44.0 mmol/l. The patient was admitted and received an intravenous treatment with insulin. The patient was discharged after spending 2 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was experiencing symptoms. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The reported glucose values fall within the c zone of the parkes error grid when patient was at the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.